Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to an uncorrectable nmi (non-maskable interrupt). The device was tested on the bench and testing revealed normal device characteristics. The cause of the reset was not determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the while in the box, the implantable cardioverter defibrillator was in backup operation. The device was not used.